Event description:
When using the alaris signature gold in the pressure monitoring mode, it was noticed that the site pressure would drift from a positive value to a negative over a period of time. Re-zeroing of the device would correct the problem, but over time the pressure readings would continue to drift negative. A drift in the transducer was verified in the lab. The drifting pressures would affect the overall occlusion alarms of the pump.